Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that the insulin pump received critical insulin pump error alarm. Customer's blood glucose level was unknown. Customer reported that the insulin pump received multiple insulin pump error alarm. Customer reported that the insulin pump performs safety checks and an error was found, alarm did not clear by selecting ok. Customer reported that they cannot clear the alarm and stuck on that insulin pump error. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with critical pump error due to moisture damage to force sensor. Device received with corroded electronic assemblies and corroded motor home switch. Device unable to verify pump error 40, pump error 24, perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to critical pump error.